Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and high blood glucose levels. The blood glucose reading was 393 mg/dl at the time of admittance. The customer complained of shortness of breath, ketones, and weakness. She was wearing the insulin pump at the time of hospitalization. She reported that there was fluid in the reservoir compartment. She also stated that she experienced high blood glucose levels for longer than the past month, and she had 6 incidents of diabetic ketoacidosis in the past year. She noted a time when her blood glucose reading ran over 500 mg/dl. The insulin pump rejected new batteries with a failed battery test, insulin leaked from the reservoir, and the customer stated that she was not sure why her bolus did not lower her blood glucose levels. The most recent blood glucose reading was 224 mg/dl. She declined return of the device because she could not reach it. Her grandmother authorized a return. Nothing further reported.